Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). Other devices used: catalog #unk, unknown screw, lot #unk; catalog #unk, unknown trilogy shell, lot #unk; catalog #unk, unknown femoral stem, lot #unk; catalog #unk, unknown trilogy ab ceramic head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to recurrent instability.

Manufacturer narrative:
This report will be amended when our investigation is complete.